Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that she was hospitalized due to an amputation and gangrene and not due to a high blood glucose level. Since the procedure her blood glucose level was running high. Customer's blood glucose level was 489 mg/dl. The customer vomited and had dry heaving. The customer treated her high blood glucose level with a manual injection of 6.7 units. She did not change the site every 2 to 3 days. The device was not returned.